Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench handling, power cycling, and stress testing using test battery and ac without duplicating the malfunction. The device was recertified and returned to the customer. The battery and ac power cord used at the time of the reported incident were not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.